Event description:
It was reported that this right atrial (ra) lead failed during generator change out procedure. The pacemaker system was reprogrammed to only pace in the ventricle. The procedure was completed as intended. No adverse patient effects were reported. Currently, this lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.